Event description:
It was reported that the customer experienced high blood glucose readings of 422 mg/dl. Customer reported symptoms of dry mouth and having to go to the restroom frequently. Customer has treated the high blood glucose readings with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer noticed a small air bubble near the tubing connector. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.